Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's non-tandem infusion set cannulas became kinked which led to elevated blood glucose (bg) levels ranging between 300-400 mg/dl. Correction boluses were delivered to address the bg levels. The customer performed infusion site changes to resolve the issues and their bg levels returned to target range after the site changes.